Manufacturer narrative:
The serial number of the c 303 analyzer is (B)(6). Upon review of the alarm trace, multiple abnormal aspiration alarms were observed. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with tina-quant hemoglobin a1cdx gen. 3 on a cobas pure c 303 analytical unit. The sample initially resulted in an hba1c value of 10.9 %. The value was questioned by a physician as the result did not correlate with the patient's clinical state. The sample was repeated on (B)(6) 2024, resulting in an hba1c value of 5.09 %.

Manufacturer narrative:
The customer stated they received questionable hba1c results for a second patient sample tested on (B)(6) 2024. This sample initially resulted in an hba1c value of 14.5 %. A physician questioned the result. When repeated on (B)(6) 2024, the result was 5.48 %. Upon review of the alarm trace, many abnormal aspiration errors were observed. These alarms may indicate issues with sample quality. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
For the second patient sample, the repeat hba1c result of 5.48 % was deemed correct as it matched the patient's history.